Event description:
It was reported that a physician was having some issues with her handheld device. The physician could not get the handheld device to turn on. The physician requested a new handheld be sent to her and she wanted a sales representative to go to her office and troubleshoot the old handheld device. Good faith attempts to obtain the old handheld as well as to see if the issue resolved through troubleshooting are currently being. Product identification information is not known at this time.